Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Further information was requested but not received.

Event description:
Related manufacturer reference number: 2017865-2019-17557. It was reported that the patient presented for an initial system implant procedure. After the device pocket had been sutured closed, it was noted though fluoroscopy that the patient's right atrial lead dislodged. The pocket was reopened and the lead was unable to be replaced due to being unable to unscrew the set screw on the pacemaker. In the end, the lead was cut and the device was reprogrammed. The patient's condition was stable throughout the event.